Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: d224drg ICD, implanted: (B)(6) 2011. (B)(4).

Event description:
It was reported that the right ventricular (rv) lead had high impedance with a confirmed fracture. The lead was removed and a new lead was implanted. No patient complications have been reported as a result of this event.